Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed fracture of the inner lead coil near the terminal pin. This type of damage is consistent with torsional overload. The reported high impedance measurements and noisy signals are likely the result of the lead damage observed by the laboratory. Analysis was not able to confirm any characteristics that would have caused or contributed to the reported dislodgement.

Event description:
Boston scientific received information that this lead was an attempted implant in the right atrium (ra). During attempted implant, the lead reportedly dislodged several times and had to be repositioned. Once the lead was placed, it was tested on the pacing system analyzer (psa) and measurements were acceptable. When the physician inserted the lead into the pacemaker header, noise was observed on the ra channel and impedances increased to greater than 2000 ohms. It was suspected that the lead had fractured during insertion into the header. The physician attempted to withdraw the helix using the rotation tool, but the helix did not retract. The physician manually rotated the lead body to remove the helix from the patient's tissue. The lead was withdrawn prior to pocket closure and an alternate lead was placed. No adverse patient effects were reported.